Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, stopped working (would not actuate) and then displayed e6. It was also noted that the bearings, motor and flexcircuit were wornout. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wornout motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device would not actuate. During an in-house engineering evaluation, it was observed that the device overheated, stopped working (would not actuate) and displayed an e6 error code. It was further determined that the bearings, motor and flexcircuit were wornout on the device. The event was not related to surgery. There was no patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly